Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that the balloon of this retrograde cardioplegia catheter model rc2012 burst. Cardioplegia through the retroplegia cannula could not be performed due to this. The issue was solved using another cannula through anterograde route. There were no consequences for the patient since it occurred at the end of the procedure, just a delay in exchanging the device for another one.

Manufacturer narrative:
H10: additional manufacturer narrative: investigation is limited because the balloon was not returned and no images were provided. Per original manufacturer device history record review, all materials, components, and devices were manufactured per the qualified processing parameters. Also, no deviations or nonconformances were identified. Based on the information available, the complaint of balloon burst is unable to be confirmed, and a definitive root cause could not be conclusively determined. An edwards/supplier manufacturing defect has not been confirmed.